Event description:
In 1996 facility purchased seven sym2080dxl xenon light sources from company. There were quality issues regarding wires that had been installed in reverse and questions of leakage. In march, 1997, a bulb in one of the headlights exploded without explantation. Facility sent the unit to cuda for evaluation and received a corrective action report that indicated there was no problem with the headlight. User also sent one unit back for evaluation in may, 1997 regarding a power supply problem. On june 3, 1997, purchasing received a call from the or coordinator explaining that another bulb had exploded and there was concern of safety to the pt, the pt area, & physician wearing the headlight. These bulbs were exploding with such force as to be quite startling. Safety officer was notified & a decision was pending whether or not to pull the units. Purchasing notified the cuda rep. To explain situation & expressed that the or staff was hesitant to use units in fear of another explosion. To date facility has had no response from cuda regarding this issue. On july 16, 1997 another bulb exploded in the or. The equipment has been pulled and is being replaced. A safety report is being drafted by the hosp safety officer.